Manufacturer narrative:
D10 concomitant medical products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p5a0819), egia30ctavm, egia30ctavm egia30 curved vas med sulu (lot#:n4l1516y), egia30ctavm, egia30ctavm egia30 curved vas med sulu (lot#:n4j1923y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure using the egiaustnd endogia ultra univ std stap, the surgical time was extended by approximately 30 minutes due to bleeding or oozing observed along the staple lines after firing three vascular reloads to transect blood vessels. The surgeon noted varying degrees of bleeding along the staple lines, which ceased after switching to a different lot of the stapler.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracoscopic lobectomy surgery (vats), when using the endogia ultra univ std stap, the surgical time was extended by approximately 30 minutes due to bleeding or oozing observed along the staple lines after firing three vascular reloads to transect blood vessels. The surgeon noted varying degrees of bleeding along the staple lines, which ceased after switching to a different lot of the stapler.